Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product code: mhy.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead revision procedure due to suboptimal lead placement, which resulted in inadequate stimulation. The patient's tremor symptoms were not well controlled, and imaging confirmed that the lead position was suboptimal. No additional adverse patient effects were reported. The explanted device will not be returned to boston scientific, as it was retained by the facility.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead revision procedure due to suboptimal lead placement, which resulted in inadequate stimulation. The patient's tremor symptoms were not well controlled, and imaging confirmed that the lead position was suboptimal. No additional adverse patient effects were reported. The explanted device will not be returned to boston scientific, as it was retained by the facility.

Manufacturer narrative:
The device was retained by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that loss of adequate stimulation and weakness, muscle spasms, shaking, restlessness, or problems with movement are a known risks with the use of deep brain stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product code: mhy.